Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of a remote monitoring transmission indicated that there was possible occasional far field r-waves on the incoming electrogram. The right atrial lead remains in use. No patient complications have been reported as a result of this event.